Event description:
Clinical report states the pt was revised because of osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the reported manufacturing lot number. The investigation could not verify or draw any conclusions about the root cause of the reported osteolysis. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is discontinued item.